Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized many times for diabetic ketoacidosis. The caller did not provide the hospital detailed nor provided the customer's blood glucose value. The customer did not troubleshoot and did not send the product back for analysis.